Event description:
Exit block of the left ventricular lead because of dislocation of the lead. During revision of the lead (B)(6) "2018" you could see that the sleeve was almost completely separated in two parts at the seam.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification.